Manufacturer narrative:
Performance verification test. The device all pvt testing including delivery accuracy testing. No issue was found with delivery accuracy or indicated volume delivered. Engineering evaluates that (as both infusions performed completed with delivery volume outside the design tolerance of +/- 5.0% (one being inaccurate by 8.9% and the other by 30.9%), the customers complaint is confirmed. Engineering recommends the service centre further perform flow accuracy testing and repair/replace the pump as needed. Engineering evaluates the flow problem per the customer reports was confirmed in history. Probable cause: flow problem: confirmed in history only. Not replicated during testing. No delivery related issues identified during testing. No probable cause determined.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump where the customer initially reported an unspecified flow problem. Upon investigation it was reported that engineering evaluates that (as both infusions performed completed with delivery volume outside the design tolerance of +/- 5.0% (one being inaccurate by 8.9% and the other by 30.9%), the customers complaint is confirmed.

Manufacturer narrative:
Complaint investigation summary: the device all pvt testing including delivery accuracy testing. No issue was found with delivery accuracy or indicated volume delivered. Engineering reviewed the pump's event log and determined that both infusions performed completed with delivery volume outside the design tolerance of +/- 5.0% (one being inaccurate by 8.9% and the other by 30.9%), the customers complaint is confirmed. Engineering recommends the service centre further perform flow accuracy testing and repair/replace the pump as needed. Engineering evaluates the flow problem per the customer reports was confirmed in history. Probable cause: flow problem - confirmed in history only. Not replicated during testing. No delivery related issues identified during testing. No probable cause determined. Corrections: corrected information can be found in e3 and h10 type of investigation code. Additionally, investigation findings code should be c24 malfunction observed without conclusive finding. This particular code was not entered into the annex c code above due to a software limitation. H11 complaint investigation summary contains clarifying information.